Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a primary total hip surgery, it was observed that the battery reamer device trigger was sticking. It was further reported that the sticky trigger would not power the drill. There was no delay to the surgical procedure as a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all tests and functioned properly. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was determined that the trigger components were corroded and the wire insulation on the electronic control unit were damaged. It was determined that these issues were consistent with component wear and age. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate